Event description:
The hospital reported that they had trouble with the blower mister; it was pushing co2 into the solution bag and would not work. The hospital did no report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).